Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that after a refill close to the february implant of the new device an overdose was suspected. The patient reportedly was hospitalized. Reportedly the seizure medication the patient takes makes the patient drowsy andthis mimics the overdose symptoms. This device system delivered baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that the patient had a seizure and not an overdose on (B)(6) in the office. It had never been determined what caused it but it was not the pump nor the medication as far as the physician could tell.

Manufacturer narrative:
Supplemental reported filed to correct the alert date for the information received for the supplemental 1 report. The date the manufacturer became aware of the physician's additional information was (B)(6) 2013 not (B)(6) 2013.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).